Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported receiving repeated ¿brief sensor error¿ messages on his continuous glucose monitor (cgm) beginning on (B)(6) 2026. By the morning of (B)(6) 2026, at approximately 6:00 a.m., the cgm was still not displaying glucose readings. The patient performed a fingerstick bg check, which measured 200 mg/dl, but noted that he was experiencing shivering and sweating at the time. Due to concern over the contradictory symptoms and lack of cgm readings, the patient went to the emergency room that morning, transported by his father. At the hospital, his bg was measured at 170 mg/dl, while the cgm continued to display the brief sensor error message. He was treated with IV insulin and dextrose. The patient subsequently removed the sensor and applied a new one. He reported no diagnosis, no additional injury, no underlying health conditions, and no further medications or treatments beyond what was provided in the emergency room. At the time of the report, the patient remained hospitalized for more than 24 hours and was scheduled for an MRI on (B)(6) 2026. The patient reported feeling improved at the time of the incident report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.